Manufacturer narrative:
Device analysis: one smiths medical solis vip pump was returned for analysis. During analysis, the reported issue was unable to be duplicated, device passed the pressure and occlusion tests. Service recommended replacing the downstream occlusion (dso) sensor for preventive measure, and a full standard preventive maintenance will be performed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed pressure test (33.00psi). No patient was involved in this event. No adverse effects were reported.